Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an right ventricular (rv) lead perforation was noted. The pacing thresholds had increase post operation and the perforation as confirmed on x-ray. The lead was repositioned successfully. No additional adverse patient effects were reported.